Event description:
Physician states placed peg tube on 10/23/96. On 9/11/97 md attempted to traction remove peg and the dome separated from peg tube. Md scoped patient & could not locate the dome in pt's stomach. Md will let dome pass. Discussed w/sales rep. The co recommends dome retrieval. Md placed non-balloon 20fr peg.